Event description:
Some of the segments were missing from the display. While on the phone a review of the system was attempted. However, at the time of the call the company was unable to recreate the display issue. Since the display problem may have been intermittent a request was made to return the system for evaluation. In the meantime, a replacement unit was provided.